Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not producing any sound. They have unplugged and reconnected the audio cable, but the problem persisted. No reports of missed alarms. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is not producing any sound. They have unplugged and reconnected the audio cable, but the problem persisted. No reports of missed alarms. No harm or injury was reported.